Event description:
On (B)(6) 2012, the reporter claimed the patient's blood glucose was in the 300's mg/dl all summer and wanted to have the animas pump checked out. Reportedly, the patient was able to administered self treatment with syringe. There was no report of any symptom or required hcp medical intervention to suggest a serious injury. Animas made several attempts to contact the reporter for more information but was not successful. This complaint is being reported due to a possible animas product malfunction. The patient's blood glucose did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.